Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to user error, the customer delivered two boluses back to back. Reportedly, the customer's blood glucose (bg) level decreased to 130 mg/dl, and the customer disconnected from the pump. Cookies were consumed and bg level rose to 150 mg/dl.